Event description:
It was reported that: "approximately two hours into the case the pt could not exhale. The divan was switched to manual mode and the doctor could squeeze the bag normally, but it did not refill. An ambu bag was used to complete the case. When the pt was disconnected from the machine there was a rush of air, but there was no report of positive end expiratory pressure. No pt injury."